Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that on 2025-apr-09 the patient reported worsening pain and unspecified symptoms of withdrawal. It was noted that the patient was at risk for potential loss of therapy since january when the pump reached its elective replacement indicator (eri). Ithe patient has been unable to have pump replaced secondary to comorbidities; end of service (eos) date is 2025-apr-16. The it rate decreased 50% to prevent worsening withdrawal when pump does reach eos. Oral oxycodone and baclofen was provided. Patient was started on trasndermal clonidine and the persoanl therapy managerf was disabled.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6), product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.